Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, it was presumed that the image was no longer displayed due to the failure of the ccd unit or the breakdown of the cable. Review of the product shipment record found no problem with the device. The failure of the ccd unit is considered to be caused by the material deterioration of the ccd sensor due to ultraviolet rays. The damage to the cable was presumed to be due to the handling of the user. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned and evaluated. Inspection found the customer reported issue was confirmed. The device upon inspection found shorting out, the image goes in and out due to faulty cable. In addition, the image was observed with discoloration due to faulty ccd (charge coupled device) unit and the focus ring rotation was noted to be rough. Based on evaluation findings, the reported issue was identified to be attributed to a faulty cable unit. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during preparation for use the device image disappears temporarily, shorting out. The image goes in and out. There was no patient involvement reported due to the event. No user injury reported.